Event description:
The customer contacted stryker to report that their device unexpectedly powers off and after that would not complete boot up cycle during powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off and after that would not complete boot up cycle during powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2024-03334 and stryker reference# (B)(4), submitted on 12/05/2024, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2024-03536 and stryker reference (B)(4), submitted on 12/30/2024.